Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of occlusion, as listed in the instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional graftmasters are being filed under separate medwatch reports.

Event description:
It was reported that a perforation was located in the vein graft to circumflex. Three graftmaster stents were implanted. Post stent implantation, all three graftmaster stents were noted to be occluded, resulting in vessel closure. No treatment was reported. No additional information was provided.